Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from membrane port prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 12, 2023 and october 13, 2023. H11: the actual device and a video of the sample was provided for evaluation. A visual inspection was performed on the actual sample, and the reported issue of a leak was not easily identified. The returned video was reviewed, and it was noted that there was a leak from the administration spike port bonding area of the eva bag. Functional leak testing of actual sample was performed, and a leak was identified from the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.